Event description:
It was reported that the right ventricular (rv) lead showed a polarity switch and that there was one vhr (ventricular high rate) episode showing oversensing of noise. The lead was programed to bipolar sensing and unipolar pacing. The lead remains in use and will continue to be monitored closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 implantable pacing lead implanted: 2001 (B)(6). (B)(4).